Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was found not communicating and in disconnected mode, consistent with a prior issue addressed on 4/16 when the station was switched to dhcp and communication was restored. A field service engineer (fse) confirmed with customer about ongoing network changes and advised that cases were opened with bd and the local information technology (it) team; the stations internet protocol (ip) and mac address details were provided for reference. It later assigned a new static ip address on 5/1, and during a follow up site visit on 5/2, the ip was updated accordingly. The station successfully resumed communication, and a synchronization was performed to complete the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the was in disconnected mode with no network connectivity despite being physically connected; the issue started after a recent network change, the station appeared online in remote smart service, and no network issues were reported at the facility. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.